Manufacturer narrative:
UDI: (B)(4). Investigation summary: the complaint device was received at the service center and evaluated. It was reported that the device did not work. Per service reports, this complaint can be confirmed. It was found during evaluation that the cable was in good condition, but the engine was in poor condition and motor was corroded. Further, the keyboard resistance was out of tolerance limits. The motor, keyboard was replaced to resolve the issues. After repair, the device was found to be working according to the specifications. The possible root cause of the corrosion on the motor is due to excessive fluid ingress due to repeated usage of the device over time. Additionally, when the resistance values of the keypad is out of range, the buttons of the device may not respond, therefore is a potential root cause which could impact the functionality of the device causing it not to function as intended and lead the customer to experience the reported failure. However, we cannot determine what caused the out of tolerance failure. The service history has been reviewed in lieu of the device history record for this device since it was previously serviced. The device was last serviced on 05/02/2019 and passed all functional testing before being returned to the customer. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the customer in (B)(6) that during an unknown surgery on an unknown date, it was observed that the handpiece device was not working. During in-house engineering evaluation, it was determined that the motor on the device was corroded. Another like device was used to complete the procedure without delay. There were no adverse patient consequences reported. No additional information was provided.